Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that newly received insulin pump may not have been programmed correctly due to high blood glucose. Customer's blood glucose was 500 mg/dl and 600 mg/dl at time of call. While checking settings, it was noticed that basal was not programmed. Customer received assistance and was advised that as a result, insulin pump did not administer insulin. It was also noticed that bolus wizard was not programmed accurately. Customer reported that fill cannula was pressed but insulin pump was responding and customer thought that insulin pump may be frozen. Customer was advised to monitor insulin pump.